Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number:(B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the injection of the preloaded intraocular lens (iol), once in the patient's eye, the lens appeared without the proximal haptic. The proximal haptic was inside the cartridge after lens injection. The incision was widened and the lens was replaced with a new iol, which lengthened surgery time. No additional information was received.